Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left tka on (B)(6) 2024, the patient developed nerve pain and problems with the knee that has made the patient unable to work. It is unknown how this event has or will be treated. No other complications were reported.